Event description:
It was reported that the core impaction drill started smoking during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor and bearing stop. The rotor coupler was worn.